Manufacturer narrative:
PMA/510(k) # p100022/s014. The zisv6-35-125-6-120-ptx device of lot number c1317728 involved in this complaint has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. The investigation will be updated once the device has been returned and evaluated. From customer testimony, the patient had a very tight bifurcation. Resistance was encountered during advancement of the delivery system, requiring a dilation of the stenosis. On attempting to deploy the stent, the physician reported that only 2 cm of the stent deployed, before the thumbwheel stopped retracting the stent retraction sheath (srs). The physician then attempted to withdraw the delivery system to deploy the stent, which caused the deployed portion of the stent to fracture off. There is no evidence to suggest that this incident did not occur. Therefore, the customer complaint is confirmed based on customer testimony. Possible causes for this occurrence could include the difficult patient anatomy. The physician reported that the patient had a very tight bifurcation. The patient anatomy could have led to high deployment forces, which could have caused or contributed to the failure to deploy the entire stent. The physicians attempt to remove the delivery system then caused the stent to fracture. However, as the device has not been returned for evaluation, and the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. As per the product IFU: ¿if resistance is met during advancement of the delivery system, do not force passage. Remove the delivery system and replace with a new device¿ ¿do not use excessive force to deploy the stent. If excessive resistance is felt when beginning deployment, remove the delivery system without deploying the stent and replace with a new device¿ prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1317728. No intervention reported as a result of this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Physician used a zilver ptx 6x120 and it broke in the patient. Additional information provided as follows: "it sounds like it was a very tight bifurcation and then he had challenges crossing the lesion with the delivery system. He removed the system, put a balloon in to dilate the stenosis and then re-inserted the tw delivery system which was then able to cross the lesion. He then started deploying the stent and once about 2 cm of stent was deployed, the retraction sheath stopped responding to the rotations of the tw. He tried pulling the entire system back into the introducer sheath which is what caused the deployed section of stent to fracture off."

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # p100022/s014. The zisv6-35-125-6-120-ptx device of lot number c1317728 involved in this complaint was returned for evaluation, with the opened original packaging. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, the patient had a very tight bifurcation. Resistance was encountered during advancement of the delivery system, requiring a dilation of the stenosis. On attempting to deploy the stent, the physician reported that only 2cm of the stent deployed, before the thumbwheel stopped retracting the stent retraction sheath (srs). The physician then attempted to withdraw the delivery system to deploy the stent, which caused the deployed portion of the stent to fracture off. On evaluation of the returned device, it was observed that the stent was fractured, with the distal portion of the stent missing. The remaining stent portion did not have any gold rivets. A portion of the stent was exposed from the sheath on return. Approximately 108 to 109mm of the stent was undeployed, and remained inside the stent retraction sheath (srs), indicating that 10mm of the stent broke and was not returned. There was crinkling damage observed on the srs. The engineers were able to freely rotate the thumbwheel, with no effect to the srs. The device handle was opened, and the stent retraction wire was observed to be separated from the srs. The customer complaint is confirmed as the stent retraction wire was observed to be separated from the stent retraction sheath (srs). Possible causes for this occurrence could include the difficult patient anatomy. The physician reported that the patient had a very tight bifurcation. The patient anatomy could have led to high deployment forces, which could have caused or contributed to the stent retraction wire separating from the stent retraction sheath, and the failure to deploy the entire stent. The physicians attempt to remove the delivery system then caused the stent to fracture. However, as the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. As per the product IFU: ¿if resistance is met during advancement of the delivery system, do not force passage. Remove the delivery system and replace with a new device¿ ¿do not use excessive force to deploy the stent. If excessive resistance is felt when beginning deployment, remove the delivery system without deploying the stent and replace with a new device¿ prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1317728. No intervention reported as a result of this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
A follow-up MDR is being submitted to include the device evaluation details. Initial report details: physician used a zilver ptx 6 x 120 and it broke in the patient. Additional information provided as follows: "it sounds like it was a very tight bifurcation and then he had challenges crossing the lesion with the delivery system. He removed the system, put a balloon in to dilate the stenosis and then re-inserted the tw delivery system which was then able to cross the lesion. He then started deploying the stent and once about 2 cm of stent was deployed, the retraction sheath stopped responding to the rotations of the tw. He tried pulling the entire system back into the introducer sheath which is what caused the deployed section of stent to fracture off."